Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k leaked around the shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had received samples and photos from your facility for investigation. The photos were evaluated and the indicated failure mode for defective stopper molding with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper molding was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that bd vacutainer® edta 2k leaked around the shield. No serious injury or medical intervention was reported.